Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative, that the 950n82 f&p 950¿ sle ventilator circuit kit was generating a gas blockage error code on the sle6000. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Section g4 PMA/510(k) number: the 950n82 sle ventilator circuit kit is not sold in the united states of america (USA), but instead a similar product 950n82j sle ventilator circuit ki is sold in the USA. Therefore, the 510(k) number for 950n82j sle ventilator circuit ki has been used under the section g4. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare. Section d2b: product code left blank as the device model is not available on gudid. Section d4: serial # left blank as this is not applicable for the subject device. Section g4: PMA/510(k) number left blank as the 950n82 sle ventilator circuit kit is not sold or released in the united states of america (USA), additionally, there is currently no similar device in the us market. Method: the subject circuit as part of the 950n82 sle ventilator circuit kit was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the subject circuit 950n82 sle ventilator circuit kit was generating a gas blockage error code on the sle6000 ventilator. Visual inspection of the complaint device revealed that the restrictor of the circuit was partially occluded. Conclusion: based on the information provided by the healthcare facility, evaluation of the device, and our knowledge of the product, the cause of the reported gas blockage error code generated by the 950n82 sle ventilator circuit kit was due to the internal occlusion observed in the restrictor of the circuit. All heated breathing tubes as part of the 950n82 sle ventilator circuit kit are visually inspected and undergo functional tests, including temperature and heater wire resistance. The heater wires are 100% visually inspected using a camera system. The heater wires are also tested for resistance, continuity, polarity, and pitch during production. Additionally, a functional test is conducted under load. The ui that accompanies the 950n82 sle ventilator circuit kit cautions the user: - set appropriate ventilator or flow source alarms to monitor therapy delivery - perform a pressure and leak test on the breathing system before connecting to a patient. - check all connections are tight before use. - the use (or modification) of breathing circuit/chamber combinations not recommended by fisher & paykel healthcare may result in poor humidification, ventilator malfunction, and serious harm.

Event description:
A healthcare facility in france reported via a fisher & paykel healthcare (f&p) field representative, that the 950n82 f&p 950 sle ventilator circuit kit was generating a gas blockage error code on the sle6000 ventilator. There was no patient involvement as the issue was found whilst the device was not in use on a patient.